Event description:
During a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The physician attempted to direct stent the non-calcified, 90% stenosed lesion in a moderately tortuous left anterior descending artery. When the physician advanced the taxus express2 2.75x28mm to the target area, the shaft broke. The procedure was completed with another taxus stent. No patient complications were reported. Patient status is satisfactory.